Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. 12515308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, allergy to metals, uterine enlargement and pelvic adhesions. Concurrent conditions included anemia, arthritis, psoriasis, obesity, gallstones and menses irregular. Concomitant products included etanercept (enbrel) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dyspareunia ("painful intercourse/ painful sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), headache ("headaches/migraines") and restless legs syndrome ("restless leg"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), 3 years 11 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), coital bleeding ("postcoital bleeding"), back pain ("lower back pain"), abdominal pain lower ("abdominal cramping") and arthralgia ("hip pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophoroexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue had resolved and the depression, anxiety, headache, coital bleeding, alopecia, restless legs syndrome, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, restless legs syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, dysmenorrhea, dyspareunia, postcoital bleeding, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, aka added, patient demographic updated, outcome of the events pain, migraines. Fatigue, cramping, bleeding and painful sex were updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no: 12515308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, allergy to metals, uterine enlargement and pelvic adhesions. Concurrent conditions included anemia, arthritis, psoriasis, obesity, gallstones and menses irregular. Concomitant products included etanercept (enbrel) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dyspareunia ("painful intercourse/ painful sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), headache ("headaches/migraines") and restless legs syndrome ("restless leg"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced anxiety ("anxiety"), 3 years 11 months after insertion of essure. In august 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), coital bleeding ("postcoital bleeding"), back pain ("lower back pain"), abdominal pain lower ("abdominal cramping") and arthralgia ("hip pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophoroexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, coital bleeding, alopecia, restless legs syndrome, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, restless legs syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, dysmenorrhea, dyspareunia, postcoital bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, post coital bleeding, hair loss, migraines, headaches, lower back pain, hip pain and abdominal cramping. Lot number, medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.